Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2021. On (B)(6) 2021, the cgm was reading low so the mother stopped the patient¿s insulin pump but after two hours she noticed that the bg was high at 292 mg/dl. The mother gave him 1.3 units of insulin. The bg was later 348 mg/dl with the cgm still reading low and the mother gave 1.2 units of insulin. The bg then went down to 130 mg/dl with the cgm still reading low. The patient had no symptoms, and the mother stated that he can't feel highs and lows. All three pairs of corresponding bg and cgm readings were taken within a three hour period. The patient was fine afterward. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b, d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.